Manufacturer narrative:
The hill-rom field investigation indicated the brakes would not hold on the bed. The hill-rom field technician performed the correction to repair the bed.

Event description:
Alleged the brakes would not hold on the bed.